Event description:
On (B)(6) 2025 the user received a persistent ¿restart ilet alert 38 ¿ motor stall.¿ the user attempted several restarts, but the alert continued. The event did not occur during a supply change. The user was wearing a dexcom g7 sensor, had a form of backup therapy available, and transitioned to alternate insulin management per guidance. A replacement ilet was issued. No injury occurred and blood glucose impact was not reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.